Event description:
It was reported that during an unknown procedure, generator errors were displayed when the handpiece was in use. No additional details were known. Device is not being returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent only year known, assumed (B)(6) 2012 that complaint was reported